Event description:
Note: the event date is unk. The complainant reported to boston scientific (bsc) on february 5, 2007 that a patient (age & gender unk) underwent biopsy procedure. The radial jaw 4 biopsy forceps were utilized within the esophagus, where the physician took 3 biopsies. It was reported that four days following the biopsy, the patient "experienced some pain." The physician stated that the "pain was minor." The cause of the pain could not be determined. The procedure was finished using the same device. Bsc is not aware of any adverse effect to the patient.

Manufacturer narrative:
User facility was unable to supply the lot number of the device used, consequently, the manufacture date of the device is unk. The customer indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. Although the lot number used in the procedure is not available, the investigation site performed a product shipment history and identified 2 possible lot numbers associated with the radial jaw 4 (lot# 8927923 & 9036910). A review of the complaint database revealed no additional complaints recorded for these two lots. A review of the device history record (DHR) was performed and no anomalies were noted. Rolling 15-month complaint trend report for all complaint failure modes were reviewed; no adverse trends were noted.